Event description:
Customer reported that the side-firing surgical fiber was damaged at the tip during a prostate procedure. The case was completed using a second fiber without further issue. There was no injury reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customer's initial report of damage to the tip of the side-firing surgical fiber is not considered a reportable issue. Upon analysis, the fiber's metal and glass caps were found to be detached; the caps were not returned by the customer. There was no report of injury as a result of this event and there was no indication or report of any part of the device remaining inside the patient. The fiber condition would likely result in activation of the system's fiberlife function, which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and/or send the system to standby mode. Based on the analysis findings, a detached fiber cap would also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. The component codes fiber and cap refer to the device code break. (B)(4).